Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The father stated that his son fell on the pump playing soccer and now has a motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was a motor position encoder error in the alarm history. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in the alarm history file. The motor was tested outside the device and passed. The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump had cracked case on the display window, minor scratched lcd window and cracked reservoir tube lip.